Manufacturer narrative:
(B)(4). Approximate age of device - 1 years, 4 months. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On 16apr2018 it was reported that the patient had a prior cerebrovascular accident (cva) that was being managed with inr of 2.5-3.0. The event date has been estimated. Additional information was requested but was not provided.